Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields:g2(unmark company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the issue was caused by excessive force from the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the video connector being cracked/chipped. In addition, the device evaluation found the objective frame had scratches, the outer tube had a dent/scratches, there were minor stains under the light guide connector, and the fog free function version 7 was deactivated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the paddle on the olympus rigid video scope had a corner chipped off. The issue was found during preparation for use for an unknown procedure. The procedure was completed with a similar device. There was no report of patient injury or medical intervention associated with this event.